Manufacturer narrative:
Reportedly there was no patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit bent. This was detected during the cleaning process. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: customer quality (cq) engineering investigation: this complaint is confirmed. The guide wire with drill tip was received at us cq bent as reported. The bend is at an approximate angle of 10-15 degrees. It is also observed that post manufacturing damage in the form of spiral score marks exist on the returned guide wire around the location of bend. It is possible that the guide wire made contact with another metallic device during use which contributed to the device being scored and ultimately bending. However this cannot be confirmed due to lack of information by reporter. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, dimensional inspection and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Visual inspection confirmed the bent device. No information was provided to identify whether the device was bent intraoperatively or during the cleaning/reprocessing process. A review of the device history records was unable to be performed since the lot number was unknown. A material check or hardness check were not performed at cq due to visual evidence of post manufacturing damage and because there is no indication that the material or hardness would have contributed to this complaint. Guide wire drawing current revision was reviewed during this investigation. No product design issues or discrepancies were observed. The outside diameter of the returned guide wire near location of bend measured is within specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.